Event description:
It was reported that during a gastric sleeve resection procedure, the device fired well during the first two reloads and locked out when using the third reload. The device would not open, knife reverse button did not work, impossible to return the knife using the manual override. The battery was removed from the device and reassembled after which the surgeon was able to return the knife with the manual override (not reverse button).a second pse was then opened. No patient consequences reported. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? They can¿t remember how but after trying everything (reverse button, manual override, removal of the battery) they were able to open the pse. What color cartridge was being used? Blue.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. The manual override system was not used. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.